Event description:
Customer reported that their pump screen was dark and would not turn on. Blood glucose level was reported at 419 mg/dl. The customer reverted to an alternative method of insulin therapy.